Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was initially acceptable, but later it was unacceptable. The dispenser nozzle was checked for debris and was acceptable and no bubbles were observed during prime. A loose nozzle screw was tightened and the flow path was cleaned. Qc was performed with acceptable results. The customer has had no further issues. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 cobas ise module (double). The initial result was 168.2 mmol/l. The repeat result was 136.4 mmol/l.